Manufacturer narrative:
Additional information received as follows: an authorized third party inspected the ventilator and repaired the ventilator but no additional information on the repair could be obtained. If additional information is received or if any parts are returned for failure investigation, a supplemental medwatch report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator had displayed "system error" and stopped ventilation. At the same time screen was frozen and observed battery gauge became gray and it did not recognize battery. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.